Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. Reportedly, the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/04/2014 with the following findings: an inexplicable reboot event, which is indicative of the reported event, was observed in the black box data. The battery compartment was cracked from the threads to the case seal. A battery cap was not returned with the pump; a test battery cap, which was able to fully fasten to the pump, was used during all steps of the analysis. The pump was exercised for 24 hours, and no power interruptions were duplicated. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The reported event was confirmed in the black box data but not reproduced during investigation.